Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication in the station formulary was unable to remove by the user. A technical support specialist remotely connected to the server and confirmed that it contained only one facility, checked tablet and verified that the medication identity was present and visible in the pharmacy formulary, then checked another vial and found that the medication was not visible and had no medication identity in the pharmacy formulary, also verified another tablet and confirmed that the medication identity was present and available in the formulary, informed the customer to add the medication identity for prochlorperazine to both the facility and pharmacy formularies, advised that once the medication identity was added, the customer can resend the order. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server medication in the station formulary was unable to remove by the user. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.